Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump was turned off for about 2 hours. Customer stated that the insulin pump was not dropped or bumped. Customer confirmed that the display did not return even after the battery has been changed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display.